Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stump referred to the balloon body. Another stent was used to fix the detached part of the device in the blood vessel. The lesion being treated was calcified and located in the bifurcation of the left main trunk and the anterior trifurcation, with a large angle of the circumflex branch. The device was inspected before use with no issues noted. Resistance was not noted during delivery of the device. The device was not kinked and re-straightened during use. The patient then left the operating table and was placed under observation. The patient had been now discharged. Patient gender and weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the front end of one sprinter legend balloon catheter became embedded in a coronary stent. This led to the 'stump' of the device remaining in the vessel. It was not possible to remove the remaining piece non-invasively. The patient was undergoing intervention treatment for an acute myocardial infarction. The patient was placed under observation. No further patient complications have been reported as a result of this event.